Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not working occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect the full investigation window. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of a transmitter not working is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.